Manufacturer narrative:
Completed information for section a1 patient identifier: sid (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98, with 510k/PMA/bla number k191595.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result for one female patient. The following data was provided (customer provided cutoff range for the female patient: <15 ng/l): sid (B)(6): initial result = 33.8 ng/l, repeat after the 2nd sample generated negative results = <2.0 ng/l sid (B)(6): initial result was <2.0 ng/l, repeat = 2.2 ng/l. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending did identify an increase in complaints for list number 03p25, however, an increase in complaint activity for lot 71169ud00 was not identified. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the architect stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 71169ud00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Per product labelling, for mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. When an increased value for ctni is encountered (e.g., exceeding the 99th percentile of a reference control population) in the absence of evidence of myocardial ischemia, a careful search of other possible etiologies for cardiac damage should be taken. Any condition resulting in myocardial injury can potentially increase cardiac troponin I levels. Elevated troponin levels may be indicative of myocardial injury associated with heart failure, renal failure, chronic renal disease, myocarditis, arrhythmias, pulmonary embolism, or other clinical conditions. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 71169ud00 was identified.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result for one female patient. The following data was provided (customer provided cutoff range for the female patient: <15 ng/l): sid (B)(6): initial result = 33.8 ng/l, repeat after the 2nd sample generated negative results = <2.0 ng/l. Sid (B)(6): initial result was <2.0 ng/l, repeat = 2.2 ng/l. No impact to patient management was reported.